Event description:
Caller reported an occlusion alarm, but cts could not verify the alarm number in the pump history. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by changing infusion set and cartridge before resuming insulin, while also reporting multiple previous occlusion events and experiencing recurring occlusion issues; however, caller declined additional assistance and cts decided to close the case.